Event description:
It was reported that removal difficulty occurred. The target lesion was located in the abdominal aorta. A 20mm x 40cm interlock .035 coil was selected for use. During the procedure, a 5f catheter was used to deliver the coil into the patient. The coil was released smoothly in the distal segment. However, it could not be released in the proximal segment. When an attempt was made to withdraw the coil back into the catheter, it could not be retracted. Subsequently, when the catheter was withdrawn, the coil was pulled out of the patient's body along with it, and the distal end of the 5f catheter was found to be punctured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.